Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the unit had no output in the monopolar mode. There were no other issues or visible damage noted. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of no output in monopolar mode. According to the complainant, the suspect device will be retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.